Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - the unit shut off while on a patient overnight. The unit did alarm but the screen went black and stopped ventilating. Vyaire field service representative (fsr) evaluated the device on-site, and the uim (user interface module membrane was replaced to resolve the issue.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator shut off while on a patient overnight. The unit did alarm but the screen went black and stopped ventilating. The vent was swapped out and no patient harm was reported.